Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the flow sensor continuously alarmed "backflow". The user stated although, the tubing was clamped on either side of the probe, the alarms continued. An alternate device was employed for the procedure. The user reported, the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval in progress but not concluded.